Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited a high capture threshold, noise oversensing and intermittent capture at high output. Also, the ra lead was dislodged and confirmed by fluoroscopy. In addition, the right ventricle lead also exhibited noise episodes. The ra lead was explanted and replaced but there is no intervention was performed for rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.